Event description:
Reportedly, on (B)(6) 2022, the patient brought the kb880 to the hospital and the smartview status light did not change from orange to green. Therefore the device was sent to the tokyo head quarter. When turning on the wirex 4 leds were green and when turning on the kb880, the status light was orange. After waiting a while, the pit button turned red and 3 of the progress lights were green. The connection was tested and the device was turned off and on, but nothing changed. Therefore; the wirex was replaced but the situation was still the same.

Manufacturer narrative:
Upon reception, the returned home monitor was tested, and the reported issue was confirmed: the status lights remained orange and after some time, three progression lights and a red pit button were observed. In addition, no connection with the back office could be established. Analysis revealed that the observed behavior resulted of an certificate expired since 24 february 2022. The impossibility of renewing the certificate was related to an obsolete home monitor software version. The root cause of the software update failure could be linked to the device being turned off while performing the update or from a hardware problem preventing the device from communicating with the back office.

Event description:
Reportedly, on (B)(6) 2022, the patient brought the kb880 to the hospital and the smartview status light did not change from orange to green. Therefore the device was sent to the tokyo head quarter. When turning on the wirex 4 leds were green and when turning on the kb880, the status light was orange. After waiting a while, the pit button turned red and 3 of the progress lights were green. The connection was tested and the device was turned off and on, but nothing changed. Therefore, the wirex was replaced but the situation was still the same.